Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one x-port isp and a groshong catheter in three segments were returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and the identified deformation, material separation and wear issues. As the edges of both partial circumferential splits on the proximal segment were jagged and had a surface that exhibited regions that were either rounded/smooth and/or granular. The circumferential break that occurred between the proximal and second segment was noted to have edges that were jagged and rounded. The break surface exhibited a region of granular texture and a region which was smooth. The pinholes noted on the second segment were noted to have jagged edges. The circumferential break that occurred between the second and distal segment was noted to have edges that were jagged. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown. The identified breaks, besides the distal-most break of unknown origin, are typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the catheter allegedly broke and migrated to right atrium. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2021).

Event description:
It was reported that post port placement, the catheter allegedly broke and embolized into right atrium. The patient's current status was unknown.